Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic gastrovideoscope had no image during a diagnostic radial echo. The procedure had a delay but, was completed using an olympus backup device. There were no reports of patient harm.